Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent spondylolisthesis surgery. During the surgery, there were six products found slipped and could not be used anymore. The surgeon had to change to others to complete the surgery. The product came in contact with the patient. No patient injury were reported. The patient current status was normal.

Manufacturer narrative:
Product analysis :macroscopic and optical examination some thread crest and flank witness marks. Functional evaluation with a sample m8 set screw found the set screw was able to be fully engaged in the mas head. After visual, optical and functional examination, the implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.